Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unit delivers 45.78ml/h when set to 50ml/h during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issue was reproduced. Flow accuracy testing was performed and the results were out of specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be loose gears. The gears will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.